Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 400mg/dl customer current blood glucose was 423mg/dl. The customer had no any symptoms .the customer was treated with manually. Customer had issue with her sensor. Troubleshooting was performed. The product was not returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. Unable to confirm needle anomaly due to customer did not return needle only the sensor.